Manufacturer narrative:
The reported device is being returned to conmed for evaluation. Upon completion of the device evaluation and complaint investigation, a supplemental and final report will be filed.

Event description:
The distributor reported on behalf of a user facility that an el9356 shaver blade broke during a hip arthroscopy. The surgeon elected to proceed with an open approach to complete the procedure. No reported patient injury occurred and there was no report of a surgical delay. To date, despite several good faith attempts, no additional information has been provided. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. A tracking number and photographs have been requested, however, this information has not been provided by the customer. Should the device be returned, this complaint will be reassessed. The report of "blade broke" cannot be verified. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformance regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. No prior complaints have been received for this specific lot of (B)(4) units. A two-year historical complaint review revealed no prior similar complaints have been reported for this device family. In that same timeframe, (B)(4) units have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. A risk analysis was performed and deemed acceptable and within alignment of current risk documents. The instructions for use advise the used of the following. Direct contact of the rotating cutting edge of the shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscope, cannulas, or other instruments can cause damage to the device. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blades and burs should be examined for damage and replaced if necessary. This incident type will continue to be monitored through the complaint system to assure patient safety.